Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call stated that the insulin pump had power error detected alarms. The customer¿s blood glucose level was 167 mg/dl. Customer stated that they had power error detected alarm. Customer stated that they had received power error detected recurred within a week of troubleshoot of the previous occurrence. The customer was advised the pump will need to be replaced and recommended customer refer to back up plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to j6 connector resistance issue.